Event description:
Caller reported a malfunction on the pump. A specific malfunction code was displayed, but there was no notable impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl. Tandem technical support decided to replace the pump. The customer will continue using the current pump as a backup until the replacement arrives. Cts informed the customer about the pump replacement, provided instructions for returning the malfunctioning pump, and confirmed that training would be available. The customer understood and acknowledged all instructions.